Event description:
During a post implant follow-up, an increased in capture threshold resulting in loss of capture was observed on the leadless pacemaker (lp). An x-ray was performed and the lp was found to be in the pulmonary artery. The lp was retrieved, however when attempt to retract lp in the protective sleeve, the helix was stretched. A new lp was implanted to resolve the event. The patient was in stable condition.

Manufacturer narrative:
Visual inspection noted the helix was stretched out of specification. The helix elongation is consistent with having occurred during procedure. Further analysis performed, including output verification found no anomalies contributing to reported event of capture problem. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.